Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however, it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: deltamaxx coil 6x25 (details unknown). Excelsior sl-10 microcatheter (boston scientific, details unknown). Braided 90cm sheath (arrows, details unknown). Envoy 6f guide-catheter (codman, details unknown). Eclipse (balt) remodelling balloon 6x7 (details unknown).

Event description:
The second deltamaxx coil 4x15 (dmx180415-20/c11761) was difficult to deploy during positioning into the aneurysm and stretched during repositioning. The coil was pushed through an excelsior sl-10 microcatheter (boston scientific). Access through femoral artery was provided by a braided 90cm sheath (arrows) and an envoy 6f guide-catheter (codman) telescoped. Eclipse (balt) remodelling balloon (6x7) was used during the entire procedure. The coil was attempted to be deployed in order to completely occlude the aneurysm but was difficult to deploy due to the short space left into the aneurysm sac. Doctors decided to reposition in order to try to fit it but the coil stretched from the aneurysm all through the microcatheter and was not responsive to push-pull attempts by doctors. There were no damages noted on the deltamaxx coil 4x15 (dmx180415-20/c11761) prior to use. No hard tension was applied to the coil during repositioning. The microcatheter was pulled away and the entire coil came out of the patient. The coil was recovered, cleaned and submitted to codman for analysis. This event is a potential adverse advent. Surgeon/doctor indicates that the event is 100% related to the product. Images and video were provided to codman for analysis. After taking out the catheter and the coil, the stretched coil was recovered with no further damage to the patient. Part of the coil was in the aneurysm and the other part was all the way through the catheter. It was not possible to push or pull the coil. The product was stored according to labeling instructions. The first deltamaxx coil 6x25 (details unknown) was successfully deployed into the aneurysm sac. The procedure was coil embolization of incidental aneurysm on paraophtalmic segment of internal carotid artery.

Manufacturer narrative:
During a balloon assisted aneurysm coil embolization, after successful deploy of a first deltamaxx coil (6x25) into the aneurysm sac, the second deltamaxx coil 4x15 (B)(4) was difficult to deploy during positioning into the aneurysm and stretched during repositioning. The coil was removed with the excelsior sl10 microcatheter with no patient injury. The coil was pushed through an excelsior sl-10 microcatheter (boston scientific). The coil was attempted to be deployed in order to completely occlude the aneurysm but was difficult to deploy due to the short space left into the aneurysm sac. The decision was made to reposition in order to try to fit it but the coil stretched from the aneurysm all through the microcatheter and was not responsive to push-pull attempts. Part of the coil was in the aneurysm and the other part was all the way through the catheter. It was not possible to push or pull the coil. No hard tension was applied to the coil during repositioning. The microcatheter was pulled away and the entire coil came out of the patient. The coil was recovered, cleaned and submitted to codman for analysis. After taking out the catheter and the coil, the stretched coil was recovered with no further damage to the patient. The product was stored according to labeling instructions. The first deltamaxx coil 6x25 (details unknown) was successfully deployed into the aneurysm sac. There were no damages noted on the deltamaxx coil 4x15 (B)(4) prior to use. Access through femoral artery was provided by a braided 90cm sheath (arrows) and an envoy 6f guide-catheter (codman) telescoped. Eclipse (balt) remodeling balloon (6x7) was used during the entire procedure. The procedure was coil embolization of incidental aneurysm on paraophthalmic segment of internal carotid artery. It was reported that the event was entirely related to the product with images provided. To date the images have not been received. If received, the images will be reviewed and the event re-addressed. With review of the returned device, except for the distal section adjacent to the ball tip, the remainder of the coil has been severely stretched. Located on the tip coil between the marker band and the proximal tapered section adjacent to the resistive heating coil are nine locations of buckling ranging from minor to severe damage. The coil¿s socket ring has been bent back severely into the proximal end of the coil's soldered section. Located at the distal end of the coil's soldered section, the coil was unraveled out of the solder. The distal section of the coil adjacent to the ball tip has been kinked and twisted away from the only remaining secondary winding that was not stretched. The stretch resistance suture has been severed from the detachment fiber. There are two possible contributing factors to the coil becoming stretched. The primary, but most likely contributing factor to the coil stretching occurred during repositioning with the coil becoming anchored either on itself, the coils already dwelling inside the aneurysm, or on the distal tip of the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) cautions that 'if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system.' It further cautions that 'if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.' The secondary contributing factor to the coil stretching may have been due to interference. The source of this interference; whether of a fixed or detached nature cannot be determined. It was stated that the microcoil system was cleaned before being returned. The cleaning process may have removed trace evidence or altered the device. In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. Device size selection, aneurysm characteristics and packing density achieved with previously placed coils as reported appears to have resulted in the inability to position the coil in the aneurysm. With review of the available information and the analysis of the returned device, it is possible that procedural factors including device interaction with the previously placed coils, the balloon used to assist in the coiling, or the concomitant microcatheter may have resulted in fixation of the coil which then stretched when retracted in the presence of the distal coil being fixed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.